Event description:
It was reported that the 9900 system would intermittently lock up and not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was adjusted and the grounding strap repaired during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.